Manufacturer narrative:
The device is used for treatment, not diagnosis. Upon further review of the complaint it was determined that the complaint is reportable on (B)(4) 2013. Part received (B)(4) 2013. A device history record was completed. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed;no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
It was reported on (B)(6) 2013 that the sterile processing department notified the consultant of an application instrument for sternal zipfix (part # 03.501.080) was not properly engaging or tightening. No procedure or patient involvement. This is not a serviceable device and will be processed through the complaint handling unit. This is report 1 of 1 for complaint # (B)(4).